Manufacturer narrative:
Continuation of d10: product ID tm90t0, lot# serial# (B)(6), implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 16-apr-2022, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿micro usb charge port is loose, rattling,¿ ¿passed battery charging bench test,¿ and ¿passed final functional test.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their communicator would not stay charged for more than a couple of seconds and it would not take charge. The patient stated that the green light would not come up anymore when charging it, and it just stayed yellow all the time. Per the patient, the issue started about 3 weeks ago and it had been getting worse and worse. While on the call, the patient mentioned that this morning, they took out the 3 screws and a metal clip from around the inside of the communicator where the charging port is to assist with a rattling noise, and referred to these as 'the rattling pieces,' because the cover was totally loose, and those parts were rattling around inside. The patient confirmed that the rattling had been going on since they got their new external equipment when they got their pump replaced, but the rattling stopped once they took the screws and metal clip out this morning. A replacement communicator was requested from the repair department because the communicator would not take a charge, and the communicator was rattling/the cover was loose, so the communicator appeared to be coming apart. A wallet case was also requested from the repair department as the patient had requested a new wallet case.